Event description:
During the surgery, the tibial bearing insert did not lock with the tibial base plate (#7) because the locking wire came off from the insert. Spare product was used without problem.